Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used nor recharged their scs system in several months due to unrelated health issues. As a result, the ipg became inoperable. Reportedly, other pain management methods will be considered. Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Therapy was restored postoperatively and the issue resolved.